Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the titanium fitting. This event occurred during use. The patient was connected at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.